Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. The event occurred in italy while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier (B)(6) for the mobile system 2. During investigation the result of 73 mg/dl was not found in the meter memory.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 73 mg/dl (mobile system 1) and 199 mg/dl (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.